Event description:
Additional information was received on 17-jun-2020 from a healthcare professional (hcp) via a company representative who reported that the pump was replaced. There were no environmental, external, or patient factors that may have led or contributed to the volume discrepancies and loss of efficacy. A cap (catheter access port) and dye study were done. It was noted that that the pump was delivering fentanyl and the issue was resolved. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
H6 ¿ corrected information: patient code c50789 is not applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter and pump were returned no significant anomalies were identified. Product ID: 8709sc, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep and confirmed by a physician. It was reported that the cause of the volume discrepancy had not been determined. The average volume discrepancy was reported as +/- 8ml. It was reported that the pump would be replaced but it has not yet been scheduled. The volume discrepancy had not been resolved yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. It was reported that there were large discrepancies with reservoir volume consistently and patient not getting pain relief. The event date was listed as (B)(6) 2020. There were no environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included cap study 2x and imaging. There were no actions taken to resolve the issue. The issue was not resolved at the time of the report. Surgical intervention did not occur, but it was planned. There were no further complications reported/anticipated.

Event description:
Additional information was received on 15-jun-2020 at which time it was reported that the pump was being replaced on 17-jun-2020. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.